Event description:
It was reported that during central processing, the tip causing of a permanent cautery spatula instrument was cracked/broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the permanent cautery spatula instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a broken ceramic sleeve. Broken piece is missing as a result of breakage. Size of missing piece is approximately 1.68mm x 1.49mm. Ceramic sleeve does not exhibit scratch marks. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Applying excessive force on the instrument tips during handling, insertion, usage (overloading), or removal can also cause a broken ceramic sleeve.